Event description:
The customer stated she was hospitalized for vomiting and high blood glucose. The blood glucose reading was 753 mg/dl. The customer did not have supplied to troubleshoot or prime the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.